Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 6 days. Through follow-up with the health-care provider, stenosis and thrombus was indicated. The surgeon also indicated that the reason for explant was patient related and not due to a device malfunction. Additionally, the explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
A copy of the patient's discharge summary was received on 01/25/2012. Per the report, following the initial implant procedure, there was inability to separate from cardiopulmonary bypass. The case was reviewed and ECMO was established. On (B)(6) 2011, the patient had to be returned to the operating room where, with cardiopulmonary bypass support, removal of left atrial clot and thrombectomy of pulmonary veins was carried out. The target act had initially been 160 to 180 seconds and following the thrombectomy this was increased to 250 to 300 seconds, later decreased to 200 to 250 seconds. In this regard, the patient had to be returned to the operating room, again on (B)(6) 2011, mediastinal re-exploration for bleeding. Left ventricular function gradually improved and patient was taken to the operating room for ECMO decannulation on the (B)(6) 2011. Intraoperative transesophageal echocardiogram revealed clot on the ventricular aspect of the mitral valve. Mitral valve replacement was carried out with another edwards mitral bioprosthesis valve and the left appendage was closed. Lupus inhibitor was demonstrated on a specimen collected on (B)(6) 2011.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information (e.g. Operative report, discharge summary, etc.) Has been requested from the health-care provider; however, it has not been provided. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth, thrombus). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits heavy blood clotting at the outflow aspect. Dehydration characteristics are noted as the tissue is stiff. No other inconsistencies detected as the leaflets are intact. No inconsistencies detected in the x-ray as the wireform is intact. X-ray.